Event description:
Device shows eri status after patient received multiple high energy shocks. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The device data showed, that 34 charging cycles were performed on december 9th, 2022 between 01:49 am and 02:40 am. In total, 29 shocks were delivered, and 5 charging cycles were aborted. Review of the available iegms revealed regular episode detection due to intrinsic heart signals. Review of the episode holter data showed, that episode number 2256 (at 01:49 am) was aborted due to magnet application. In addition, the ICD detected strong magnet fields for more than 5 mins at 1:57 am, indicating the effective application of the magnet. At 2:10 am the device was interrogated. Around that time episodes were again detected and recorded, followed by renewed shock deliveries until therapy was manually turned off at 2:42 am. It is important to know that during an active programmer session the therapy functions are enabled even when a magnet is applied. This is normal device behavior and does not represent a device malfunction but would explain the recurrence of episode detections during the follow-up session with the magnet still applied. Eri was detected on december 9th, 2022 at 2:40 am during charge number 40 for exceeding a charge time of 20s. Review of the battery and other electrical parameters do not show any indication for a battery problem. Therefore, it is assumed, that an unfavorable magnet application during charging cycle number 40 may have contributed to the eri detection. When there is a short distance between the magnet and the ICD, and the orientation of the magnet is aligned to cause the magnetic field to be strongest over the high voltage transformer, a saturation of the transformer may appear during the charging cycle, which can lead to a temporary drop of the supply voltage and thus to an extended charging time. Analysis of the data after removing the eri status shows a normal device behavior. The battery status is bos with a battery voltage of 2.89v. The available data do not show any indication of a device malfunction. However, analysis showed a drop of the rv sensing amplitude from 11.2 mv to 2.0 mv between december 13th and december 15th, which slowly increased again to 4.7 mv by december 29th. During the same time frames, the rv pacing impedance also dropped from 637 ohms to 423 ohms and increased back to 501 ohms. The shock impedance increased from 63 ohms to 87 ohms between december 21st and december 29th. The reason for these variations of the sensing and impedance values is not determinable. However, it is noticeable that the low sensing values occurred right after noise detection during episode 2276. Based on the iegm of episode 2276, it is reasonable to assume that external sources led to the noise detection. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of an ICD malfunction.